Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed a single non-sustained ventricular oversensing episode. Noise oversensing was confirmed on the atrial, ventricular, and discrimination channels. The source of the noise may have been electromagnetic interference. The patient was seen again in the clinic for a follow-up and no more episodes of oversensing could be detected when the device was manually manipulated in the pocket. The patient condition is well.